Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient heard a patient alert and when the physician tried to interrogate the device, the patient received inappropriate therapy. The right ventricular lead was oversensing, had high impedance, and the patient had exit block. The lead remains implanted but was deactivated. No further patient complications have been reported as a result of this event.